Event description:
It was reported that while using the excelsius gps system, pedicle screws were not placed as planned with the e3d intraop excelsius case.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported by a globus medical representative that an implant was misplaced during an intra-operative case. An investigation into the case logs revealed the root cause was excessive deflection forces, or skiving during navigation. The software correctly detected and alerted the user of high deflection forces present on the load cell during bone work. This excessive force present on the loadcell is likely the result of instrument skiving that was detected while a tool is inserted into the end effector. Ultimately, the user opted to replace the misplaced implant using traditional methods with no adverse effect to the patient reported. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.